Event description:
According to the reporter, she began experiencing symptoms the first time she wore the gloves. The symptoms began as a burning sensation which increased in severity over time and also included itching and a splotchy rash. After she switched to vinyl gloves, the symptoms ceased in approximately one week. She sought no medical attention and used no treatment of any variety on her hands. The reporter states that if she is touched by latex products she immediately feels the burning sensation.